Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not confirmed. Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were dull iui connectors and a crack at the lower door hinge. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse heparin 25000unit in 250ml (drugid (B)(4)) at a rate of 9.6ml/hr with a vtbi of 200ml at 5:57 am on 04 december 2018. At 5:58 am, the user paused the infusion and then restarted at 6:01 am. At 6:02 am, the user paused the infusion and then restarted at 6:04 am. At 6:27 am, the user paused the infusion and then restarted at 6:28 am. At 6:33 am, the user paused the infusion and then restarted at 6:40 am. At 7:58 am, the user paused the infusion and then restarted at 8:00 am. The device was paused again and then channeled off at 8:06 am. The volume recorded as being infused during this period was 17.273ml functional testing performed found the device to be delivering fluid outside of specification on the low side when tested with its latch pivot screw backed out and attached to a pump module that did not allow the door to close properly. Further testing found the device to be delivering fluid within specification when tested on its own without another. There were no anomalies or leaks observed with the primary sets. The root cause of the customer¿s report of an over infusion was due to a backed out pivot latch screw. The cause of the backed out pivot latch screw is unknown.

Event description:
The customer reported that at 0600 a bag of heparin was programmed to infuse at 9.27ml/hr on channel c. Lactated ringers was also infusing at 100ml/hr on channel b. At 0700 two nurses did an independent double check of the pump devices. They reported an over infusion of heparin on channel c and an under infusion of lactated ringers on channel b. The patient required a stat cbc and coagulation studies due to an unspecified bleed.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that at 0600 a bag of heparin was programmed to infuse at 9.27ml/hr on channel c. Lactated ringers was also infusing at 100ml/hr on channel b. At 0700 two nurses did an independent double check of the pump devices. They reported an over infusion of heparin on channel c and an under infusion of lactated ringers on channel b. The patient required a stat cbc and coagulation studies due to an unspecified bleed.